Event description:
It was reported during preparation for use for a diagnostic procedure, blurred image was observed. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury was reported due to the event.

Manufacturer narrative:
(B)(6). The subject device was not returned for evaluation. The reported complaint cannot be confirmed at this time. Review of repair history record noted the concerned product has not been repaired in the past year. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the product was not returned for evaluation. The event can be detected/prevented by following the instructions for use which state: ¿if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50 degree celsius (104 ¿ 122 degree fahrenheit) and then use the endoscope.¿ olympus will continue to monitor field performance for this device.